Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified large volume device completed infusion within 36 hours; infusion time was specified at 48 hours. This was identified after patient use. The device contained fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Catalogue # 2c1009kp previously submitted as asku. Lot # 19c022 previously submitted as asku. PMA/510k # k071222 previously submitted as ni. The device was manufactured between march 06, 2019 - march 08, 2019. The device was received with no fluid in the bladder. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rated test was performed. The flow rates were found to be within the product specification range, therefore, the product met specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.